Manufacturer narrative:
Product evaluation: the product was not returned. The file indicated the use of a qualified cartridge, with a handpiece. The file indicated the use of a viscoelastic that is non-qualified for used with lens combination indicated. Root cause: information was provided that the diopter (1.50cyl) with power +2.2 & 3.2 lens model was replaced with a 06.0 diopter lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was explanted due to glare and could not tolerate the rings. The iol was replaced with a non-company lens. Additional information was requested and received.